Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two tests performed on two dates. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Confirmation testing was performed via an unknown method at the hospital prior to the binaxnow test on (B)(6) 2022. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics (B)(6) on retained kit lot 210294 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 210294, test base part number 195-430h / lot: 206369. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210294 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference MFR. Report 1221359-2022-04329.